Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal drill hole for the lag screw. The lag screw received shows intense traces of use [high axial load bearing]. On all breakage surfaces of both left and right web features of a fatigue fracture are visible. Plastic deformation was not found. Areas with signs of friction / seizing [bearing points of lag screw] are visible at the lateral edge of the proximal part. Similar areas were identified at the distal medial edge. The counterparts were found on the lag screw in the areas with corresponding friction signs and worn edges. General aspects: the gamma3 nail is an implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically, if one or more contributing issues occur. Based on the above the nail breakage was not linked to a deficiency of the device but was rather patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that on (B)(6) 2019, a pertrochanteric fracture was treated with a gamma nail. Since the primary surgery on (B)(6) 2019 patient complained about pain. The x-ray taken on (B)(6) 2019 it was found that the nail is broken and patient was revised on (B)(6) 2019.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2019, a pertrochanteric fracture was treated with a gamma nail. Since the primary surgery on (B)(6) 2019 patient complained about pain. The x-ray taken on (B)(6) 2019 it was found that the nail is broken and patient was revised on (B)(6) 2019.